Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation; however, when the device image was turned, a black image appeared. The catheter was reflushed, but there was still no image. It was noted that air was not removed during flushing. An alternative device was used to complete the procedure. There were no patient complications.